Event description:
It was reported that during the implant attempt, it was not possible to extend the lead helix. The lead was removed, and was tested on the table, with the same results. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation exhibited a cosmetic cut, the distal conductor was over-rotated, and blood was found on the distal end of the conductor. The lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, it was not possible to extend the lead helix. The lead was removed, and was tested on the table, with the same results. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.